Event description:
Patient underwent a left cardiac catheterization. When the abbott 190 cm, 0.014 inch balance middleweight "bmw" guide wire was removed, 45 cm of the guide wire detached at the transition segment and unknowingly remained in the patient's left distal left axillary/brachial artery to the left radial artery. The patient complained of left arm pain and after radiology was completed on the patient, it was deemed that the wire had retained in the patient's left upper extremity post procedure and required an additional procedure at a later date to be removed. FDA safety report ID# (B)(4).